Event description:
The customer reported that the central nurse's station (cns) shut down and would not boot back up.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down and would not boot back up. They sent the unit in for repair. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the complaint device was returned and was evaluated by nihon kohden repair center (nk rc). Nk rc was able to confirm the reported defect. Nk rc replaced the hard drives of the device, and the issue was resolved. Based on the available information, a definitive root cause could not be identified. Possible causes of the hard drive failures are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down and will not boot back up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 04/02/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received.

Event description:
The customer reported that their central nurse's station (cns) shut down and will not boot back up.